Event description:
Fluid collection at lumbar and pump pocket incision sites were reported with cessation of therapy resulting in withdrawal symptoms, especially nausea, diarrhea, sweats, achiness and increased pain. The catheter had dislodged and coiled in subcutaneous tissue, confirmed via a dye study on (B)(6) 2011. The fluid at incisional sites was aspirated on (B)(6) 2011. A surgical revision replacing the spinal catheter was performed on (B)(6)2011. Event outcome was noted as resolved. Drugs delivered via the pump were morphine and bupivacaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: catheter model: 8711, serial#: (B)(4), implanted: (B)(6) 2011, explanted: unk; catheter model: 8596sc, serial#: (B)(4), implanted: (B)(6) 2011, explanted: unk; programmer model 8835, serial #: (B)(4).